Manufacturer narrative:
Correction to field b1: adverse event/product problem detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during a holmium laser enucleation of the prostate (holep) procedure, an audible noise was heard after approximately 1 hour of use. At that time, a spark was also observed. During ablation of the defective fiber, the hand of the operating room nurse was burned. Use of the fiber was immediately stopped, and the fiber was removed. It was observed that the fiber was split at the proximal end near the connector. The procedure was then continued using a second fiber. The second fiber then split in two at the distal end near the patient and caused a burn on the physician. The fiber was replaced, and a third new fiber was opened and used to complete the procedure without any further device issues or complications. This complaint is for the second fiber.

Manufacturer narrative:
Boston scientific concludes that the reported performance allegation in this complaint has not been confirmed, as the product was not returned for analysis. Without a returned device, no physical or visual analysis of the product could be performed. Based on the information available, the most probable cause of the reported issue cannot be established due to lack of evidence. It is likely that procedural conditions, such as physician technique, size and composition of the material being ablated, may have contributed to the fiber break. However, without proper evaluation of the device, it remains unknown the most probable cause that contributed to the event. Since the investigation findings do not lead to a clear conclusion about the cause of the reported event, cause not established is selected as the most probable cause for the complaint. Additionally, burn(s) are a known inherit risk of the device and is documented in the risk analysis. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during a holmium laser enucleation of the prostate (holep) procedure, an audible noise was heard after approximately 1 hour of use. At that time, a spark was also observed. During ablation of the defective fiber, the hand of the operating room nurse was burned. Use of the fiber was immediately stopped, and the fiber was removed. It was observed that the fiber was split at the proximal end near the connector. The procedure was then continued using a second fiber. The second fiber then split in two at the distal end near the patient and caused a burn on the physician. The fiber was replaced, and a third new fiber was opened and used to complete the procedure without any further device issues or complications. This complaint is for the second fiber.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted

Event description:
It was reported that during a holmium laser enucleation of the prostate (holep) procedure, an audible noise was heard after approximately 1 hour of use. At that time, a spark was also observed. During ablation of the defective fiber, the hand of the operating room nurse was burned. Use of the fiber was immediately stopped, and the fiber was removed. It was observed that the fiber was split at the proximal end near the connector. The procedure was then continued using a second fiber. The second fiber then split in two at the distal end near the patient and caused a burn on the physician. The fiber was replaced, and a third new fiber was opened and used to complete the procedure without any further device issues or complications. This complaint is for the second fiber.